Manufacturer narrative:
The evaluation of the returned device is complete. The event was confirmed; there was an obstruction at the distal end of the tapered tip lumen. The cause of the event was due to hydrophilic coating entering the tapered tip lumen.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that during flushing the back end t-tube, the physician realized that the saline did not exit (flow) from the tip. The physician attempted to insert the guide from the back end t-tube and from the tapered tip but the wire did not advance from either side. After careful analysis it was determined that the tapered tip was closed / blocked. The physician stated this was device related. The physician selected and used another endurant 16x10x93 and the case was successfully completed. No clinical sequelae were reported and the patient is doing fine.